Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported there was loss of capture on the device with failure to pace in a couple of instances. It was also reported the ventricular lead exhibited high thresholds. The device was removed and a new device was implanted. The lead was capped and a new lead was implanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was admitted to the hospital. Upon performing an electrocardiogram, it was discovered there was intermit tent loss of capture. Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.